Event description:
First revision - extend reverse shoulder. Reason: humeral lysas and scapular notching.

Manufacturer narrative:
The devices associated with this report were not returned. No analysis could be carried out because no sufficient information was provided ( the products were not returned, the batch numbers or x-rays were not provided). Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: : unavailable. Follow-up with the complainant has been conducted for the catalog number and lot number and this information is not available.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.